Event description:
It was reported that the procedure was to treat a lesion in the circumflex artery. The 4.5 x 18 acs multi link rx ultra coronary stent system was to be used, but the stent dislodged from the balloon prior to entering the patient. A 5.0 x 18 ultra was then used, but was unable to cross. A new 5.0 x 18 ultra was used successfully. There were no patient effects. Though requested, no additional patient information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: product performance engineering reviewed the incident information and analysis of the returned product. Analysis of the returned product noted blood visible on the hub, shaft, balloon, stent, and in the guide wire lumen. There was contrast on the shaft, and in the hub, inflation lumen, and balloon. This is consistent with handling, preparation, and suggests the stent delivery system (sds) was at least partially loaded on a guide wire. The stent was returned dislodged from the balloon, confirming the reported information. There was no damage noted to the stent. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of the manufacture. The protective sheath was not returned which may have aided in the evaluation and determination of cause for the reported dislodgement. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The stent outer diameter dimension was outside of the accepted manufacturing specification, however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required specification, this over-sizing most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon shoulders, in this case, it is possible that during preparation, positive pressure was applied to the sds, slightly expanding the stent, such that when the protective sheath was removed, resistance was met, facilitating the stent dislodgement; however, this could not be confirmed. In this case, a conclusive cause for the reported stent dislodgement could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria.